Event description:
The reporter stated a competitor's lens was torn while being inserted using an mtc-60c fp cartridge, an msi-tf injector and a foam tip plunger. If add'l info becomes available a supplemental medwatch will be sent.

Manufacturer narrative:
A cartridge lot number search was performed and seven similar complaints were found. An injector lot number search was performed and fifteen similar complaints were found.